Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness and seizure. The customer was unable to self-treat and no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. Visual inspection performed on the returned reader and no issue was observed. Reader did not power on with button press or test strip insertion. Reader does turn on with usb cable. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and no issues were observed. The returned battery voltage was measured .the reader did not turn on when pressure was applied to the cpu(central processing unit). The returned battery was replaced with a known good battery and attempted to turn on reader, observed returned reader did turn on with button press and strip insertion and the battery was observed to be charging. An extended investigation has been performed. A visual inspection was performed on the de-cased returned reader, no issues were observed. Performed an internal visual inspection on the pcba (printed circuit board assembly) and observed no issue. The returned battery voltage was measured and not within specification range. The reader was placed on charge and allowed the reader to charge. Reader powered on with button press, strip and cable insertion. This complaint is not confirmed as there was no issue with the returned reader as the reader is able to charge and turns on. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness and seizure. The customer was unable to self-treat and no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader nagc164-j3391 was investigated with retained test strips. Visual inspection performed on the returned reader and no issue was observed. Reader did not power on with button depression or test strip insertion. However, reader powered on with usb cable insertion. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and no issues were observed. The returned battery voltage was measured. The reader did not power on when pressure was applied to the cpu(central processing unit). The returned battery was replaced with a known good battery and attempted to power on the reader and it was observed returned that reader powered on with button depression and test strip insertion and known good battery was observed to be charging. A further extended investigation was conducted. Visual inspection was performed on the de-cased returned reader and no issues were observed. Performed an internal visual inspection on the pcba (printed circuit board assembly) and no issue was observed. The returned battery voltage was measured and results were not within specification range. The reader was placed on charge and allowed the reader to charge for an hour. Reader powered on with button depression, test strip and cable insertion. This complaint is not confirmed as there was no issue with the returned reader as the reader is able to charge and powered on. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness and seizure. The customer was unable to self-treat and no treatment was reported. There was no report of death or permanent impairment associated with this event.